Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the fill tubing step. Reportedly, the customer did not remove the cartridge from the pump. The customer reloaded the cartridge and another cartridge alarm 25 occurred. The customer's blood glucose level was 111 mg/dl. A new cartridge was successfully loaded to address the alarm and insulin delivery was resumed.